Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated from age at time of implant. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device ¿ 1 year and 3 months the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017 low flow alarms occurred throughout the date while the patient was at home. The patient reportedly appeared adequately hydrated and the mean arterial pressure (map) was approximately 84 mmhg. The patient was asymptomatic. The patient was admitted and the lvad clinician exchanged the patient¿s primary system controller with the backup system controller. Flow estimations did not change. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed low flow alarms. On (B)(6) 2017 right heart catheterization (rhc) was performed, but the results were not communicated. Computed tomography angiogram (cta) found postsurgical changes of lvad device with asymmetric thickening and irregularity involving the proximal outflow tract which was suggestive for thrombus. The patient¿s lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhgb) were stable. The patient was started on milrinone post rhc. The patient was also placed on heparin on an unspecified date. On (B)(6) 2017 an echocardiogram (echo) was performed; results were not provided. On (B)(6) 2017 left ventriculogram revealed extrinsic compression of the distal lvad outflow graft, made worse with inspiration. The obstruction appeared to be located in the segment of the outflow graft bend relief. On (B)(6) 2017 the patient was taken to the operating room for outflow graft revision. Chest was opened and inspection of the outflow graft severe kinking of the graft. The outflow graft was not removed, but was revised by the surgeon. Post-procedure pump flow estimations were up to 5.5 lpm then settled around 4.5 lpm. The cause of the outflow compression was unknown. On (B)(6) 2017 it was reported that the patient was in the intensive care unit (ICU) and doing well.

Manufacturer narrative:
The report of low flow alarms was confirmed through the analysis of the submitted system controller log files; however, the report that the outflow graft was severely kinked could not be confirmed through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.